Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was implanted with a bifurcated stent, a suprarenal extension and two (2) limb extensions to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3b and undetermined (possible 1a) endoleak with sac growth. On (B)(6) 2018, the physician elected to implant two (2) additional suprarenal extensions and one (1) infrarenal extension to resolve this event. The patient was reported in stable condition post secondary procedure. There have been no additional patient sequelae reported.